Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a failed battery test alarm and battery out limit alarm. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that the insulin pump would not turn on when putting the battery. The customer will be receiving a replacement battery cap. The insulin pump will not be returned for analysis.